Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was being replaced for normal elective replacement indicator (eri). However, during the procedure, there was difficulty pulling out the left ventricular (lv) lead from the header. It was noted that there was blood in the electrode channel of the header. The device was explanted and replaced. It was also reported that the lv lead exhibited an insulation problem. The proximal rubber segment on which the lead serial number was located was supposed to not stay in place, but it came loose and was able to slide/ move freely after the lead was pulled out of the header. The lead was assessed and was determined to be functioning appropriately. The freely movable part of the lead was fixed with a medical silicone adhesive and durable suture material. The lv lead remains in use. No patient complications have been reported as a result of this event.